Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a pretest, the balloon would not inflate to it's full capacity when injected with the water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a pretest, the balloon would not inflate to it's full capacity when injected with the water.

Manufacturer narrative:
Received only the catheter for evaluation. Per the visual inspection, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. Per the functional testing, the balloon was inflated, using a lab syringe, with 30cc water using normal fill technique and the balloon inflated without difficulty in 12 seconds and the inflation funnel did not balloon out during inflation. The balloon was deflated and re-inflated again with quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The sample was dissected and did not find anything to contribute to the reported problem. The following were the results of the dimensional evaluation: eye snip length: 3/32¿; eye snip width: 2/32¿; eye snip distance from distal cuff: 5/32¿; eye snip distance from proximal cuff: 8/32¿; rubberize thickness: 7 thou; reinforcement: 140 thou; inflation funnel thickness: 51 thou; balloon thickness (average): 29 thou; inflation lumen coverage: 6 thou. The reported event could not be confirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a pretest, the balloon would not inflate to it's full capacity when injected with the water.